Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that difficulty advancing and stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50 x 24 synergy stent was advanced through a watchdog hemostasis valve device, but resistance was felt, would not deliver, and would not overlap into the stent placed distally. The stent was removed after the resistance was felt, and it was noticed that the stent was deformed. The procedure was completed with another of the same device and was able to work. No patient complications were reported in relation to this event.